Event description:
It was reported that on (B)(6) 2011 the right atrial lead was repositioned due to dislodgement. The lead dislodged again and on (B)(6) 2011 attempts to reposition the lead were unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.